Event description:
It was reported the patient had tmj implants put in (B)(6) 2007, and due to hetertopic bone growth, they were removed (B)(6) 2007. The patient has since had another revision surgery, due to hetertopic bone growth, where a 3rd set of tmj implants on (B)(6) 2010.

Manufacturer narrative:
Based on information provided, there was not indication of product malfunction for the tmj devices. They were replaced due to hetertopic bone growth. The explanted devices were not returned for review. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The patient has had 2 revision surgeries, see MDR 1032347-2010-00095 to 00098

Manufacturer narrative:
The device was returned and analyzed as part of the (B)(6) study. This is late information received from the (B)(6) study, which was reported as expected to the ps studies program, but inadvertently not recognized as 803 reportable until after the close of the study. No mode of failure was identified for this device. Recurrent infections documented. Fistula with pus drainage described by surgeon in direct communication with prosthetic. Confirmed staphylococcus aureus by pathology analysis. Report two of two for the same event, reference 1032347-2010-00097-1.